Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. During procedure, the suture holes of the ipg header were unable to secure the ipg into place. In turn, the ipg was also explanted and replaced. Therapy was restored post-op.